Event description:
As reported from a personal interaction, the complaint involves a patient who underwent thrombectomy for an unknown lesion. Per event description, it was described that embotrap (et309537/22a134av) was deployed and removed, however ¿spasm occurred¿. A continuous flush was performed. It is unknown if other concomitant device/s were used during the procedure. No other information provided.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this supplemental medwatch report: b4, b5, d1, d4, e1, e2, e3, g3, g6, h2, h4 and h10. Section b5: additional information was received on 13-sep-2022. It was claimed that the vasospasm occurred after the thrombus retrieval. No device performance issues were observed during the vasospasm event. The patient¿s neurological status after the event is ¿good¿. No stroke or thrombotic event resulted from the spasm. No medical intervention was required. Patient has fully recovered. Additional information was received on 26-sep-2022. There had only been one pass attempted to retrieve the clot when the event occurred. Patient¿s baseline neurological status was reported as ¿none¿. Additional information was received on 27-sep-2022 regarding the procedure. The patient had an internal carotid artery occlusion, to which embotrap iii was deployed from the m2 segment and then removed. After removal of the device, ¿spasm occurred in a blood vessel which pulled the complaint embotrap iii¿. The spasm subsided after 40 minutes. There was no patient injury. The previously provided lot number for the device was also corrected as 22a067av. Section e1. Initial reporter phone: (B)(6). Complaint conclusion: as reported from a personal interaction, the complaint involves a patient who underwent thrombectomy for an unknown lesion. Per event description, it was described that embotrap (et309645/22a067av) was deployed and removed, however ¿spasm occurred¿. A continuous flush was performed. It is unknown if other concomitant device/s were used during the procedure. No other information provided. Additional information was received on 12-sep-2022. The spasm was transient as it stopped in about 20 minutes without any medical intervention, including drug administration. There was no prolongation of hospitalization that resulted from the event. The patient was reported to have recovered from the spasm with all the thrombus removed and prognosis is stable. Per the treating physician¿s assessment, the ¿spasm occurred in the embotrap retraction position. The deployment position may have been poor. Other reasons are unknown.¿ additional information was received on 13-sep-2022. It was claimed that the vasospasm occurred after the thrombus retrieval. No device performance issues were observed during the vasospasm event. The patient¿s neurological status after the event is ¿good¿. No stroke or thrombotic event resulted from the spasm. No medical intervention was required. Patient has fully recovered. Additional information was received on 26-sep-2022. There had only been one pass attempted to retrieve the clot when the event occurred. Patient¿s baseline neurological status was reported as ¿none¿. Additional information was received on 27-sep-2022 regarding the procedure. The patient had an internal carotid artery occlusion, to which embotrap iii was deployed from the m2 segment and then removed. After removal of the device, ¿spasm occurred in a blood vessel which pulled the complaint embotrap iii¿. The spasm subsided after 40 minutes. There was no patient injury. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assembly and top assembly), all rejects were accounted for during the DHR review. Vasospasm is a known potential complication associated with the use of the embotrap iii revascularization device and is listed in the instructions for use (IFU) as such. In most cases, intraoperative arterial vasospasm occurs as a transient event occurring within minutes and normally does not cause any clinical symptoms. In addition, vasospasm related to mechanical thrombectomy sometimes occurs as a periprocedural complication, although it is usually a transient and asymptomatic event. The device performed as intended and no new patient consequences have occurred related to the use of the device. However, the relationship of the embotrap revascularization device to the reported event cannot be excluded especially with the timing of the withdrawal of the device with the spasm. The event will be conservatively reported to the FDA with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.